Event description:
Ablation stsf catheter malfunction. Manufacturer response for ablation catheter, catheter smarttouch thermocool sf d-f curve ablation bidirectional (per site reporter). Vendor to replace at no charge.